Manufacturer narrative:
Date rec'd by MFR: 10oct2019. Date of report: 11oct2019. The manufacturer¿s service technician confirmed the reported nav ring issue. The manufacturer¿s service technician replaced the nav ring to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the nav-ring failed. There was no patient involvement. Event date not specified, estimate used.